Manufacturer narrative:
(B)(4). The customer did not return the strips.

Event description:
The customer¿s wife called for the customer and complained of erroneous inr results on coaguchek xs meter serial number (B)(4). The customer initially tested on the meter and obtained a result >8.0 inr at 9:28 a.m. The customer re-tested at 9:30 a.m. Using a new finger and the result was 5.8 inr. The customer did see the qc check mark for both tests. There was no allegation that an adverse event occurred. The customer was feeling fine. The customer is not anemic, has no antiphospholipid antibodies and is not on heparin or other direct thrombin inhibitors. The customer had recently been in the hospital for a leg infection. The customer had been taking a strong antibiotic while he was in the hospital and did not take his warfarin for the 8 days he was in the hospital. The customer¿s warfarin dose was resumed on (B)(6) 2017 upon his release. The patient's therapeutic range is 2.0 - 3.0 inr. The customer has not been eating as much. The customer has had no abnormal bleeding or bruising. The meter and strips were requested for investigation. The customer returned the meter. The test strips were not returned. Upon review of the customer¿s meter memory additional discrepant results were identified. On (B)(6) 2017 there is a result of 4.4 inr at 12:19 p.m. And a result of 3.3 inr at 12:23 p.m. A specific root cause was not identified. Additional information was requested for investigation but was not provided. The returned meter was measured with master lot strips in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor #1 inr: 2.4 inr ; donor #2 inr: 2.1 inr ; donor #1 hct: 48%; donor #2 hct: 49% ; donor #1: master lot and retention meter: 2.5 inr; donor #1: customer meter and master lot: 2.4 inr; donor #2: master lot and retention meter: 2.2 inr; donor #2: customer meter and master lot: 2.1 inr; all inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specification. Relevant retention test strips (lot 186865-24) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material was acceptable.